Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional it was stated that consumer experienced discomfort after using new contact lens for which consumer visited the doctor and was diagnosed with corneal erosion in the right eye. The doctor prescribed a moderate medication. The current status of the consumer¿s eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received.